Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2012: customer reports via phone that air was injected into a (B)(6) male patient during a cardiac CT study. No injuries to the patient were reported. Amount of air injected was unknown. Customer stated that they have a needleless hub that connects into the IV to eliminate possibility of air. Line was purged with saline. However air keeps getting trapped in the valve. They were unable to completely eliminate the air from the tubing. They see the air in the tubing even after purging.